Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed without issue, and the procedure was completed with another of same device. There were no patient complications, and the patient condition was stable post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the review conducted at the boston scientific site. It was reported that during the procedure, inside the patient, the balloon ruptured on the second inflation of 20 atmospheres at 10 seconds. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.